Event description:
Implanting physician reported right side reoperation due to "mild other: darkening around areolar graft", capsular contracture baker grade iii. Patient later reported "moderate pain". Later explanting physician reported reason for removal as "old" . Device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through (B)(4) -1043646 on 01/29/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture baker grade iii" and "pain" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: old.